Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The damage observed on these surfaces is consistent with damage resulting from cement mantle break down and explanation damage. The material analysis concluded that: the exeter stem fractured in fatigue with the origin at or near the prehension hole side wall. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: cup malposition in absent anteversion has contributed to overload in the bearing area likely through impingement as well with fatigue accumulation in the stem neck area and ultimately a neck fatigue fracture . -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that the cause of the event was "cup malposition in absent anteversion has contributed to overload in the bearing area likely through impingement as well with fatigue accumulation in the stem neck area and ultimately a neck fatigue fracture". No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Prosthetic fracture of exeter stem. Original surgery (B)(6) 2003. Revision surgery completed (B)(6) with removal and replacement of the femoral stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Prosthetic fracture of exeter stem. Original surgery (B)(6) 2003. Revision surgery completed (B)(6) with removal and replacement of the femoral stem.